Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.3, 7.0, lab: 1.3. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Inratio: 7.3, 7.0. Ref: 1.3, mean: 5.20, confidence limits: na. Analysis of customer's data revealed inratio and reference test result comparison did not meet accuracy criteria. The calculated mean is greater than 2.2 inr. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing was performed on (B)(6) 2011 and revealed that result comparisons met accuracy criteria. The allowable differences between the inratio inr's and sysmex inr's were calculated. (B)(4). No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.